Event description:
It was reported that the procedure was to treat a lesion located in the non-tortuous, non-calcified left internal carotid artery. During the attempt to position the stent delivery system in the lesion, while moving the delivery catheter back and to, the stent was prematurely deployed, jumping 6 or 7 mm's, landing partially in the lesion and in healthy tissue. A second xact stent was used to cover the lesion and complete the case. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The premature deployment was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.